Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site. It was found that the image acquisition system (ias) computer was the root cause of the reported issue. The computer has not been received by the manufacturer for evaluation, so specifics of the failure are not known and no further investigation can take place.

Event description:
A medtronic representative reported that the imaging system image acquisition system (ias) would not output video to the mobile view station (mvs). There was no patient present when this issue was identified.

Manufacturer narrative:
The hardware investigation of the returned computer found that the reported event was related to a computer hardware issue. On bench, computer showed signs of booting (hdd and pwr led activity as well as soft beep) but there was nothing displayed on the monitor. The tester installed the computer in a test imaging system and the system readied. Communication as well as 2d and 3d imaging were successful, and remote desktop displays correct video. No video through vga connector. The reported event was confirmed to be caused by an issue with the computer graphics card.